Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d3, d6b, g1, h6.

Event description:
Later healthcare professional reported capsular contracture baker grade I.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported capsular contracture baker grade I, of a non-abbvie device. This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g4, h6.